Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to interaction of the device with patient anatomy due to circumstances of the procedure and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a suture break occurred. Another proglide was used with the same result. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.